Event description:
During a lap nephrectomy case, the device did not seal a vessel. The surgeon had to clip the vessel to effect a seal. No pt harm was reported.

Manufacturer narrative:
Testing could not confirm the device complaint. Device was received in a clean condition with heavy scuff marks observed on the outside of both jaws. The device activated to the correct generator default setting, coagulate and cut to MFR specifications with no problems noted.